Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the cuff was working fine for approximately five days then it started to leak. The patient needed to be re-intubated with another tube. The tube was inspected and it was found that the cuff deflated very slowly.